Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "none reported" (no information). Product problem(s): "slow gas leak" (leak). A surgeon reported, the system has been needing a gas bottle change every six months as opposed to once per year, which has been his experience. The surgeon did not mention any exposure or impact to any patient or user, but wanted to know if the reported leak could impact the laser's treatment efficiency. Additional information from the site indicates the surgeon is using another laser offsite and they do not want this laser serviced or checked out at this time. The customer is reviewing their own internal procedures to identify the problem.